Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device was damaged and would not run. It was further determined that the device failed pretest for check for free movement, check safety system, check for immediate stop and check function of forward/reverse. It was noted in the service order that the device did not work. It was reported that there were no delays to the surgical procedure and the procedure was completed as intended. It was not reported if the event occurred during surgery or if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: h6: upon further review of the device investigation, it was determined that the device only failed pretest for check for free movement and check safety system, and not for check for immediate stop and check function of forward/reverse in the initial medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.